Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. No intervention had been reported. No patient symptoms were noted. The lead remained implanted.